Event description:
On 01-jul-2024, palette life sciences received a notification from the [physician] "[patient] 5 days post solesta injection experienced 2 days of low-grade fever and a feeling of fullness, constipation, and incomplete bowel emptying.". The physician reported the patient has been taking magnesium and colace for constipation post-procedure. Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report. The patient's condition is unknown.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI number unavailable as complainant did not report a lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024, palette life sciences received a notification from the [physician] "[patient] 5 days post solesta injection experienced 2 days of low-grade fever and a feeling of fullness, constipation, and incomplete bowel emptying." The physician reported the patient has been taking magnesium and colace for constipation post-procedure. Multiple attempts for additional information have been requested from the complainant has been unsuccessful at the time of this report. The patient's condition is unknown.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. Other remarks: n/a corrected data: n/a.